Event description:
It was reported that the arcticsun device was displaying temp probe out of range alarm, alarm 14. The rectal probe was exchanged and the device continued to alarm. The nurse disconnected and reconnected the cable from the device, and the alarm continued. It was advised to exchange the device. Additional information received on 02apr2019 from the facility, that the patient was able to complete therapy on a second device.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿warnings and cautions warnings ¿ do not use the arctic sun® temperature management system in the presence of flammable agents because an explosion and/or fire may result. ¿ do not use high frequency surgical instruments or endocardial catheters while the arctic sun® temperature management system is in use. ¿ there is a risk of electrical shock and hazardous moving parts. There are no user serviceable parts inside. Do not remove covers. Refer servicing to qualified personnel. ¿ power cord has a hospital grade plug. Grounding reliability can only be achieved when connected to an equivalent receptacle marked ¿hospital use¿ or ¿hospital grade¿. ¿ when using the arctic sun® temperature management system, note that all other thermal conductive systems, such as water blankets and water gels, in use while warming or cooling with the arctic sun® temperature management system may actually alter or interfere with patient temperature control. ¿ do not place arcticgel¿ pads over transdermal medication patches as warming can increase drug delivery, resulting in possible harm to the patient. ¿ the arctic sun® temperature management system is not intended for use in the operating room environment." Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was displaying temp probe out of range alarm, alarm 14. The rectal probe was exchanged and the device continued to alarm. The nurse disconnected and reconnected the cable from the device, and the alarm continued. It was advised to exchange the device. Additional information received on 02apr2019 from the facility, that the patient was able to complete therapy on a second device.